Manufacturer narrative:
The infection is not believed to be device related. The recipient was prescribed an antibiotic (type unknown) prior to surgery. The recipient's device has been explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device will reportedly not return for analysis. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly healed. The recipient will be re-implanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on february 20, 2024. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection. Revision surgery is scheduled.